Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. The patient went to the clinic for a device check. The device was confirmed to be at end of life (eol) battery status, with a charge time of 33.5 seconds and a monitoring voltage of 2.69 volts. A boston scientific technical services consultant discussed the middle of life charge time extension. A device data disk was sent to boston scientific engineering for review. The disk revealed that the device did not trigger elective replacement indicator (eri) battery status prior to declaring eol. The device was explanted and replaced.